Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. The alleged sample was not repeated on the elecsys anti-hcv ii assay. Per the product labeling: "all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay." For repeatedly reactive samples, "confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys ahcv ii assay performs within specification.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for a patient sample tested on a cobas e 402 analytical unit. The elecsys anti-hcv ii: 106 coi (positive). Siemens: positive. Vidas biomerieux: 0.88 coi (negative). Immunoblot riba: negative (negative). Hcv-rna: not detected. No erroneous result was reported out.